Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltag and loaded voltage was within specification range. No failed battery test or power loss alarm noted during testing or in the pump trace download. Pump error 63 confirmed in insulin pump history with variable (003) due broken trace at keypad assembly. Device received with cracked case on the back at the battery tube area and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call pump alarmed pump error, battery fail and unexpected power loss. The customer's blood glucose was unknown during the incident. The customer was assisted with self test and pump alarmed pump error and battery failed. The battery was replaced and customer was assisted with 2nd self test but notes do not mention result. The customer mention the pump had cosmetic damage. The pump will be replaced and returned for analysis. No further details are provided.